Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed it has been removed from its sterile pouches and paper carrier. The inner pouch and paper carrier were not returned for examination. The outer pouch has been cut at the sealed end and there are multiple needle piercings beyond the seal. Without the return of the entire packaging components an exact cause cannot be determined with confidence. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, when the package of the fast-fix 360 was opened, it was found that the pouch was punctured. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.